Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 8703w, implanted: (B)(6) 1995, product type catheter.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturing representative regarding a patient receiving intrathecal therapy via an implantable pump for non-malignant pain. The drug, dose, and concentration were unknown. It was reported that the manufacturing representative was on her way to a catheter revision case and was told the catheter maybe leaking at the pump pocket connection. No further history was available. There were no symptoms reported. The event date was unknown. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a manufacturing representative. It was reported that the date when the patient first started experiencing the catheter issue was unknown. The serial number was unknown. The catheter was sheared in the pump pocket. Diagnostics included a catheter dye study being performed. The catheter was revised; the sheared piece was cut and a new piece was added on. The sheared piece was thrown away. The catheter issue was resolved. The patient¿s weight was noted to be ¿n/a.¿